Event description:
The patient reportedly experienced loss of sound and loss of lock between the external equipment and the internal device. External equipment was exchanged. Device testing could not be performed due to loss of lock. Surgery to explant the patient's device will be scheduled.